Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgery on (B)(6) 2019 and suture was used. It was found that the needle had been broken at the swage part before use. The product was not used for the patient. There were no adverse consequences to the patient.